Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that multiple cartridge alarm occurred during insulin delivery. Customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level ranged form 594-595 mg/dl. Additional information was not provided. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, a response from the customer was not received.